Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incisional hernias thereby underwent laparoscopic repair with implant of ventralight st. Per op notes, ¿significant adhesions up the anterior abdominal wall were taken down. The hernia defect in the umbilicus was noted with fair amount of omentum and then excised the hernia sac. Two more smaller defects were noted and reduced. A large hernia defect was noted in epigastrium which contains fat and colon were reduced. The hernia sac was excised. Adhesiolysis was performed. A ventralight st mesh was placed into peritoneal cavity and tacked using sorbafix tacker.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incisional hernias and pain thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿the hernia in the epigastrium region was noted. At the margin of prior mesh, the hernia defect was noted and contained small bowel densely adherent to hernia sac was taken down. The sac and bowel were reduced. A synthetic mesh was placed and sutured to old mesh. Another hernia on left upper quadrant port site defect was identified and opened. It contained fair amount of small bowel and reduced all the bowel. The hernia was repaired with sutures.¿